Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the patient experienced a stroke. Approximately 7 months ago, the patient underwent a left atrial appendage (laa) closure procedure. A 33mm watchman ® laa closure device was implanted. At an unknown time the patient was admitted to another hospital due to a stroke. The patient was reported to be doing well.